Event description:
It was reported that this right ventricular (rv) lead showed two irregular high shock impedance spikes out-of-range of over 200 ohms. The patient was brought to the clinic where the polarity was reprogrammed, resulting in shock impedance measurements of between 73 and 78 ohms. Reportedly, ventricular fibrillation shocks have been delivered at a maximum of 41joules. Thus, the physician elected to continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.